Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) defib conductor distorted, the inner insulation was kinked/buckled.(B) (4) full lead.

Event description:
It was reported during the implant procedure that the lead was attempted but not used as each stylet that was inserted into the lead resulted damage to the lead. The impedance and threshold measurements were abnormal. Additionally, some damage was observed at the rv coil. The lead was not implanted. No patient complications have been reported as a result of this event.